Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 600 mg/dl, due to lack of proper training. Customer treated high blood glucose with manual injections so customer¿s current blood over 200 mg/dl. Customer¿s mother declined to troubleshoot. Insulin pump will not be returned for analysis.